Event description:
It was reported that a laparoscopic sigma procedure was performed. A circumscribed arterial bleeding was observed in the intestinal lumen during the first postoperative night. The volume of blood loss was up to one liter, however there was no blood transfusion necessary. The bleeding was managed by rectoscopically applied hemostatic measures. During the procedure the surgeon implemented a 1 minute compressive after firing and before releasing the device. Intraoperative testing for anastomotic insufficiency with blue dye had been negative and there was no insuffiency later on.